Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 38 for a stalled motor that persisted after a restart, and the device was replaced; the user experienced hyperglycemia up to 300 mg/dl for about one hour while using a cd 23" infusion set and continued cgm on dexcom g7. Symptoms included hyperglycemia without loss of consciousness or other acute effects. Outcomes included self-management without medical intervention, no outside assistance, no ketone testing, and stabilization reported thereafter. Investigation included verification of the alert, basic troubleshooting with a restart, user education on shutdown, data sync guidance, and replacement logistics. Investigation of this device revealed a device motor stall consistent with a pump motor malfunction leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor assembly.